Manufacturer narrative:
Serial number unknown. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the alarm did not sound, even if spo2 value under 30." No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.